Event description:
The account alleged that the brake will set but will ease back out if bumped. The bed has been taken out of service.

Manufacturer narrative:
Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. Repairs have not been completed.